Event description:
Customer stated, "she was using the pad the other night and had the pad laid across her chest. Heard a pop and jerked the pad away form her chest and saw a black mark on her night gown." The product was returned for investigation. The customer did not claim any injury. The product was approx. 15 years and 3 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord near the strain relief. This occurred because user was coiling the cord under the switch. This created stress on the cord and caused it to break. This led to the incident the customer described. The pad showed other signs of misuse. The pad was stained, bunched, and had bent leads. This indicates that the customer was laying on the product. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".